Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that the ilet touchscreen became cracked for reasons unknown, the screen remained usable, the device continued to function without alerts or alarms, and data were synced; the affected device component was the touchscreen and the problem was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a device fracture involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.